Event description:
Additional information was received from the healthcare provider (hcp) on 2019-sep-19. The hcp reported that the serial number of the 8840 used to interrogate the pump was unknown. The reason for the pump stopped mode was not determined. The nurse reported that, at the time of the event, they had a difficult time interrogating the pump because of the pump stop message. The patient's pump was not refilled at the time. The patient was sent into the city where the pump was aspirated and refilled. It was noted that the pump was still in the stopped mode at the second refill. The nurse did not know what occurred with the pump after this. No further complications were reported.

Manufacturer narrative:
Patient weight updated to reflect the information received on 2019-sep-19, event: updated to reflect the information received on 2019-sep-19, device code c63271 added to reflect the information received on 2019-sep-19 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial #: unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving heparin (1250 mcg/ml) via an implanted pump. The indication for use was cancer chemotherapy. It was reported that the pump had been stopped likely since (B)(6) 2019, the last refill. It was noted they don't know why it was stopped, but upon interrogation the infusion reads stopped pump mode. Caller reported that they went to aspirate the pump and got 20 ml which was expected since the pump was in stopped pump mode. The hcp did not know why the pump was in stopped pump mode, or why an hcp would program stopped pump mode on (B)(6) 2019. Recommended the caller follow-up with managing physician of the pump to see if stopped pump mode was intentional or accidental. There were no symptoms reported. It was further reported the expected reservoir volume was 6 ml and the actual reservoir volume was 20 ml. The logs were looked at and the last log notes the pump stopped due to stopped command. It was noted on (B)(6) 2019, the pump was still in stopped pump mode.